Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 600 mg/dl. The customer has been on insulin pump therapy for three weeks, and the settings may still need to be adjusted. The nurse also stated that the customer may need additional training. Advised that a training request will be submitted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.